Event description:
It was reported that the patient experienced presyncopal episodes and was admitted to the hospital. Evoked response oversensing was suspected on the right ventricular lead. The patient was free from events after the device was reprogrammed.